Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose level was 116 mg/dl. The customer states the pump is broke states each time she changes battery it says battery test failed states the pump will not let her do anything. The customer states she went low and was rushed to hospital since she went low because of an injection states she was not on the pump went she went low customer was on injections the customer was assisted with troubleshooting for failed battery and customer states received failed battery test. Advised the pump will need to be replaced. Advised to revert to back up plan. The customer was advised to insert new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to moisture damaged radio frequency board and interface board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify battery out limit and failed battery test alarms due to blank display. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.